Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The cause of death was diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis. No further information has been provided.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump had minor scratched display window, scratched reservoir tube window, (B)(6), 2016.) There is no data available due to the unit did not have a battery installed when received.